Event description:
Customer called on (B)(6) 2012 reporting of a leak at the back of the coulter lh 780 hematology analyzer near the diff mix chamber. Customer stated that they found the leak while troubleshooting due to 'dots' on all diff/retic results. Customer was wearing personal protective equipment consisting of gloves, a lab coat and eye protection at the time of the event and no exposure or injury was reported. Customer indicated that affected patient samples had no diff/retic values and therefore there were no erroneous results generated or reported out of the lab. No change to patient treatment was also attributed to this event. Field service engineer (fse) was dispatched and replaced the diff sample line going to the bottom of the flowcell and the needle. Repair was then verified per established procedures.

Manufacturer narrative:
Results: root cause of the leak is attributed to the diff sample line at the bottom of the flowcell. (B)(4).